Event description:
It was reported they received an l3-002 error during the procedure. They were first using an ex-holster and received this error. They changed out the probe and the error persisted. They then tried using their st holster and they still received the same eror with multiple probes. The case was canceled and rescheduled for a yet to be determined date.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.